Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/chronic pain/ plevic pain') and endometritis ('endometrium: mild chronic endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, endocervicitis and nabothian cyst. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) (B)(6) 2008, loratadine (lortab) from (B)(6) 2008 to (B)(6) 2017, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, and diagnostic cystoscopy and laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, and diagnostic cystoscopy,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, vaginal haemorrhage and menorrhagia had resolved and the endometritis, depression, anxiety, migraine, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for: abdominal pain , chronic, dyspareunia (painful sexual intercourse, current weight 160lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2009: result- bilateral occlusion, that they were completely blocked & in the correct location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/chronic pain/ "pelvic" pain'), endometritis ('endometrium: mild chronic endometritis') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, endocervicitis and nabothian cyst. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) (B)(6) 2008, loratadine (lortab) from (B)(6) 2008 to (B)(6) 2017, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, and diagnostic cystoscopy and laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy,and diagnostic cystoscopy,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dyspareunia had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for: abdominal pain ,chronic, dyspareunia (painful sexual intercourse, current weight 160lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2009: result- bilateral occlusion, that they were completely blocked & in the correct location. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs and mr received. Events per pfs: vaginal bleeding, menorrhagia, migraine, dysmenorrhea, vaginal discharge, fatigue, weight gain, chronic endometritis depression and anxiety was clubbed with previously reported event psych injury. Patient's medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/chronic pain/ plevic pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dyspareunia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for: abdominal pain ,chronic, dyspareunia (painful sexual intercourse, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2009: result- bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. New events: abdominal pain ,chronic, dyspareunia (painful sexual intercourse). Gen. Abnormal bleeding, psych injury were added. Outcome for pain and bleeding added plaintiffs information and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.